Manufacturer narrative:
Correction: upon further review, it was noted that the initial reporter email address was incorrectly captured as "(B)(6)" in the initial MDR instead of "(B)(6)". Therefore, this follow-up #1 report is being submitted to provide the corrected data under MFR report number (B)(4). Section e1: initial reporter email address:(B)(6)

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: jan 28,2024. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection was performed on the suspect product and found half a lens was received and coated in viscoelastic residue. The lens was cleaned and presented with cosmetic scratches. No further evaluation was performed. The complaint issue was not identified during product evaluation. The observed cosmetic issues is similar to the reported complaint issue. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2,a3, a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the lens was defective. The patient's contact information is unknown and no further information is available.